Event description:
It was reported that the panel holder broke. The panel holder holds the user interface onto the ventilator system. There was no patient involvement. (B)(4).

Manufacturer narrative:
The exchanged part has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. Refer to (B)(4).